Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15x3.75 mm quantum maverick mr balloon catheter was advanced to an unk lesion for post dilation. Upon inflation, the balloon ruptured. The pressure was unable to be increased to more than 5 atmospheres. The procedure was completed with another of the same device. There were no pt complications reported and the pt's condition is reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).